Event description:
Rep in a gen change case and getting impedances of 3000 in both leads even though preimplant impedances are wnl; leads are competitive; he is going to get a 2nd azure to implant yes, both atrial and rv lead were bsx leads, atrial lead was a 4479-45 cm and rv was 4456-52cm it turns out this wasn't a device issue at all and user error on my end. I had interrogated two azure devices and placed the one I interrogated back in my cabinet and the one that was handed off had not been interrogated and that is why the lead impedance> 3,000. As soon as this happened, it was corrected and the correct device was handed off and leads plugged into the correct device and no issues. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).